Event description:
The hospital reported that the surgeon opened a vasoview hemopro 2 prior to surgery and noticed the lure lock connection on the distal gas port was not attached. This was noticed prior to the surgery when opening the package to the sterile field and was not used. A second device was used for surgery. No delay. No patient harm.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.